Event description:
The pump was returned for investigation. Investigation revealed that the force sensor was found to be out of calibration. There was also contamination found on the force sensor assembly and the ball bearing was found to missing on the lead screw gear. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Follow-up #1 date of submission 02/20/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the force sensor was found to be out of calibration. There was also contamination found on the force sensor assembly and the ball bearing was found to missing on the lead screw gear. A review of the black box history revealed multiple "loss of prime" with one zero low force on (B)(4) 2012 to (B)(4) 2013. The pump was exercised for 24 hours on a 1 unit per hour basal program with no "loss of prime" or prime related warnings duplicated.

Manufacturer narrative:
Follow-up #1 date of submission 06/20/2013-device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a visual inspection, a fill test, and a force test of the cartridge were performed and no damage or defects were noted each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.